Event description:
It was reported that during a surgical procedure at the user facility, the drill was overheating. Backup equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention were reported.

Manufacturer narrative:
During the visual examination, the device was found to have debris in the driveshaft bearings, which is a probable cause of overheating.